Event description:
According to the reporter, during a liver transplant, there was speculation of a possible malfunction on the generator but the customer performed a preventive maintenance and output check and everything passed, it was also stated that the rem pad that was being used is a third party brand and possibly was not positioned properly, causing the patient to get burn by grounding, the burnt place was on the patient's upper back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.